Manufacturer narrative:
The lens was returned inside a small plastic specimen jar. Solution was dried on the lens. The optic was cut into pieces. Only one large optic portion with the attached haptic was returned. No additional damage observed. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. The lens was returned cut into pieces with only one portion returned. The damage was similar in appearance to damage created to help facilitate a removal from the eye. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company 19.5 add power +2.2/+3.2 was removed and replaced with a non-company lens model 20.0 diopter. This information may suggest that the replacement lens model and diopter was an improved selection for the patient's vision needs or preferences. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased distance and near vision blurry, sensitivity to light, glare at night. The iol was exchanged for another lens model 2 months following the initial implant procedure. The patient was not hospitalized for the event and there was no patient harm.